Event description:
As reported by the user facility: rn inserted IV catheter into pt. During clean-up, the rn inadvertently stuck self with needle. Upon inspection of the needle, it was noted the safety device did not fully cover needle. No pt harm identified as a result. Employee referred to employee health due to exposure.

Manufacturer narrative:
Exemption# (B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and b braun medical inc (the importer). This report has been identified as b braun (B)(4). The actual device in the reported incident has not yet been returned for eval. Without the actual sample or lot number, a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that the nurse received the needlestick during clean-up after IV insertion. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. All available info has been forwarded to the actual MFR for further eval. A f/u report will be filed if add'l pertinent info becomes available.